Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
A patient with a previous history of anti-e had a positive antibody screen (2+ cell ii). The same sample was negative when tested with 0.8% resolve panel a. The sample was then tested in gel with immucor panel cells diluted to 0.8%. The e positive cells on the immucor panel reacted 2+ positive. The sample was then repeated with the 0.8% resolve panel a cells using 30min incubation but no reactivity was observed. No erroneous results reported. No reported adverse reactions. The screening cells, panel cells and all other reagents passed qc on day of testing. No other issues reported with the panel cells when tested against other patient samples. Concern is isolated to one sample.